Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study with an implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that the patient fell on (B)(6) 2018 and experienced a change in stimulation that was undesirable/uncomfortable, so they turned off the stimulator; the patient was seen in the ER and in the office on (B)(6) 2018. It was noted that the event was unlikely related to the device or therapy, unlikely related to the implant procedure, and any other etiology was unknown to date. Interventions taken included administering pain medications and a steroid pack and suspending the therapy. The outcome of the event was noted to have been ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and via a manufacturer representative. It was reported that as of (B)(6) 2019, the patient started using their stimulator again with only 5% use, and as of (B)(6) 2019, the use was 2% of the time. It was noted that there was no further discussion with the physician regarding the stimulator and the event was resolved as of (B)(6) 2019. It was unknown if/how the fall affected the device/system/therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional(hcp). It was reported that the event was not due to programming; the final programming date and time for most recent interrogation prior to the event was (B)(6) 2018. No further complications were reported/anticipated.